Event description:
It was reported that the patient presented during procedure. During procedure, insulation damage was noted on the left ventricular lead. During reposition, the stylet failed to advance into the lead. The reported lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.